Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill two of five on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that the heater bag was not secured very well, and the heater bag connection was leaking. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr reviewed proper procedures with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a loose connection between the heater bag and cassette was reported which is a known cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.